Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient had a rash. Patient claimed that they had allergic reactions starting (B)(6) 2014. Patient stated skin was raised where the sensor goes. Patient claims to get a rash on the first day of wear. Patient complains of itchiness and discomfort. Patient did not seek any medical intervention.